Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that at the time of explant of the lvad pump for transplant, it was noted that the outflow bend relief was not connected to the pump.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.